Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump was missing segments. Customer blood glucose reading was 201 mg/dl. Troubleshoot was performed. The insulin pump was exposed to moisture. The insulin pump was beeping and went black. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with solid white blank display due to broken traces on lcd glass. Unable to verify missing segments or partial display due to display anomaly.